Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: part number and lot number is unknown; a lot history review could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that the unspecified bd syringe experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Complaint 2 of 2. Incident details: staff was attempting to insert and IV cath on a patient using a 20g nexiva diffusus after multiple previous attempts. The IV threaded well and she got flash of blood back into extension tubing. When attempting to flush with ns she met resistance and was not able to flush. IV was removed after attempting to trouble shoot. Even after removal was able to withdraw on syringe but not flush- IV catheter is intact.